Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: evaluation of performance and safety outcomes of echelon flex¿ powered vascular stapler with advanced placement tip and endopath echelon¿ vascular reload. Perioperative leakage defined as the presence of an icd10-cm diagnosis code (primary or secondary) for perioperative wound dehiscence (see appendix 1) during the index episode of care. General surgery: 12 urologic surgery: 3 pediatric surgery: 2 air leak defined as the presence of an ICD 10-cm diagnosis code (primary or secondary) for air leak (see appendix 2) during the index episode of care where the postprocedure length of stay (los) was =5 days. Thoracic surgery: 983 prolonged air leak defined as the presence of an ICD 10-cm diagnosis code (primary or secondary) for air leak (see appendix 2) during the index episode of care where the postprocedure los was >5 days. Thoracic surgery: 2,218 postprocedural bleeding defined as the presence of an ICD 10-cm diagnosis code (primary or secondary) for postprocedural bleeding (see appendix 3) during the index the episode of care. General surgery: 105 thoracic surgery: 67 urologic surgery: 20 pediatric surgery: 9 surgical injury defined as the presence of an ICD 10-cm diagnosis code (primary or secondary) for surgical injury (see appendix 4) during the index episode of care. General surgery: 48 thoracic surgery: 41 urologic surgery: 21 pediatric surgery: 7 this is for ethicon. A copy of the clinical evaluation form is being submitted with this regulatory report.

Manufacturer narrative:
(B)(4). Date sent: 5/13/2026. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/13/2026. B3: exact date is unk. Assumed first day of the month and first month of the year. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.